Manufacturer narrative:
H6: please note that device code a0722 has been replaced by device code a072201 at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the impedances measured were high and approximately 20,000 ohms. The most likely cause of the abnormal impedances was reported to be ¿probably air entry caused by the loss of resistance [implant] technique.¿ there remained no complications reported or anticipated.

Event description:
It was reported that there were lead defects and a wireless external neurostimulator (wens) malfunction. During lead placement, an impedance abnormality was detected with the product in question. Even after connecting the relevant lead to the wens multiple times, a proper connection could not be established, and an impedance abnormality occurred. Replacing the wens resulted in the same impedance abnormality with the relevant lead. Subsequently, replacement of the lead was performed, but the impedance abnormality was similarly confirmed. It was noted that this was natural failure during normal use. There is also a stated possibility that impedance abnormality was caused by air entering the patient¿s body during surgery. After using backup leads and a backup wens, the issue was resolved and the leads in question were never implanted. No symptoms were reported. The doctor/medical institution was asked to return the defective products but they were discarded by the customer.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 21-may-2029, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2029, UDI#: (B)(4). G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.